Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had stimulation in the wrong location and had painful stimulation. The patient stated that they were implanted on the day of report and noted that the stimulation was ¿too intense¿. They indicated that they had pain in the right side of their abdomen and inner part of their leg. Using the programmer, it confirmed that the therapy was on. The patient then decreased the stimulation from 3.2 to 2.7 which eliminated the uncomfortable stimulation. It also was more comfortable in their abdomen but still had pain in the inside of their legs. The patient was going to make adjustments on their own that now that they know how to. There were no further complications reported or anticipated.